Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing difficulty breathing, feeling lightheaded, nausea, and headaches while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged experiencing difficulty breathing, feeling lightheaded, nausea, and headaches while using the device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, observed unknown dust or dirt contamination present on the base unit and humidifier base. Dark-colored particles were observed at the tubing port of the humidifier. Unknown dark-colored particles or residues were observed at the iso port of the base unit. There is a strong tobacco-like odor emitting from the returned unit. During the internal investigation of the base unit,  found unknown dust or dirt contamination throughout the device internals. Moderate dust contamination is present under the ui knob and on the pca. Dust contamination was observed in the blower and on the impeller. The blower box housing appears visually discolored, with dark-colored particles or residue present within. There is a strong tobacco-like odor. The inlet seal is visually discolored. Sound-abatement foam returns to its original shape when compressed. Evidence of sound abatement foam degradation or breakdown was not observed in this device. An internal investigation was performed on the humidifier base. Observed dust or dirt contamination within the humidifier base. Discoloration of the flip-lid tank top, tank inlet, and dry box seals was observed. Black, brown, and white-colored contamination was observed under the flip-lid tank top seal. Secondary findings found that the unknown dust or dirt contamination and fibers found on the blower casing, impeller, and blower box were inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device.  The device's downloaded event log was reviewed by the manufacturer and found saven errors. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination in the airpath, likely from a source external to the device. In this report, section d9, g3, h3, h6 has been updated.